Manufacturer narrative:
Additional data: b.5., section c, d.4., h.4., h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h6 method codes: the filler was injected into the patient and is not accessible for return. The syringe was discarded. Clarification to h6 conclusion codes: the event of "sinus condition" is an unexpected drug experience. All other events documented in b5 are considered non-serious and are expected side effects addressed in the labeling.

Event description:
Adverse reactions were more observed where the juvéderm¿ volift¿ with lidocaine was injected.

Manufacturer narrative:
Concomitant medical products: concomitant therapies: corus, spironolactone. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "sinus infection" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reports patient injection with 0.8 ml juvéderm¿ volift¿ with lidocaine in lips and projection mucosa and 1 ml juvéderm¿ voluma¿ with lidocaine in the chin and zygomatics/malar region (ck1, ck2, jw4). 5 months post injection patient presented with a "sinus condition" (unrelated to dermal filler) and was prescribed predsim 20 mg per day and cefuroxime for 10 days. After finishing the treatment, patient developed edema, slight hardening of the product, and pain in the injection sites. Predsim 40 mg, fexofenadine 180 mg provided. The symptoms improved after treatment, but with weaning, relapse occurred (edema reappeared). Symptoms were not resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00257 (allergan complaint# (B)(4)). This MDR is being submitted juvéderm¿ voluma¿ with lidocaine.